Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use in a tight lesion. During the procedure, it was noted that the balloon ruptured right after inflation at 6atm. The device removed without any problem using the normal method and the procedure was completed with another of same device. There was no damage observed, however, the surgeon was concerned about the wrapping condition of the device prior to use, although it was unknown whether it was caused by rupture. No complications were reported and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, and microscopic analysis were performed on the device. No issues identified with the hypotube shaft. No kinks or damages noted on the shaft polymer extrusion. Blood was inside the balloon material. A detailed microscopic examination of the balloon material identified a pinhole above the proximal markerband of the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was made to inflate the balloon to 12 atmospheres as per wolverine instruction for use (IFU) using the inflation aid, however, a leak was noted coming from the pinhole tear near the proximal markerband of the balloon.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use in a tight lesion. During the procedure, it was noted that the balloon ruptured right after inflation at 6atm. The device removed without any problem using the normal method and the procedure was completed with another of same device. There was no damage observed, however, the surgeon was concerned about the wrapping condition of the device prior to use, although it was unknown whether it was caused by rupture. No complications were reported and the patient was good post procedure.